Manufacturer narrative:
The report is submitted on october 14, 2021.

Manufacturer narrative:
This report is submitted on sep 21, 2021.

Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to electrode migration / incorrect placement resulting in poor performance. The patient was reimplanted with another cochlear device during the same surgery.